Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle had foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: e1 - establishment name - changed from (B)(6) hospital to olympus. H6 - health effect - impact code = changed from 2199 - no health consequences or impact to 2645 - no patient involvement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. The foreign material residue point was confirmed to be free from deformation. Additionally, the reprocessing status was unable to be confirmed since information about it was unavailable. Therefore, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.